Manufacturer narrative:
An event of cardiac perforation, low blood pressure/hypotension, and pericardial effusion lead to cardiac tamponade were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pericardial effusion was believed to be caused by the procedural conditions (perforation by the guidewire and multiple manipulations of the wire). The reported hypotension, atrial fibrillation and cardiac tamponade appear to be cascading events of the pericardial effusion. It is possible that procedural conditions or patient condition contributed to this issue. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as pericardiocentesis was performed for the pericardial effusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of cardiac perforation, low blood pressure/hypotension, and pericardial effusion lead to cardiac tamponade were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pericardial effusion was believed to be caused by the procedural conditions (perforation by the guidewire and multiple manipulations of the wire). The reported hypotension, atrial fibrillation and cardiac tamponade appear to be cascading events of the pericardial effusion. It is possible that procedural conditions or patient condition contributed to this issue. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as pericardiocentesis was performed for the pericardial effusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) it was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. A pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. During procedure, a partial re-sheath was performed one time due to depth was too low. The final implant depth was 8.3mm on the left coronary cusp (lcc) and 9mm on the non-coronary cusp (ncc). After the valve implantation, a transthoracic echocardiogram (tte) reveled a 15-20mm circumferential pericardial effusion. The patient was well tolerated initially but during post operative period, the patient's blood pressure gradually deteriorated. The ultrasound reveled pericardial effusion (pe) and the blood pressure was 65/35 and medication was administrated. The patient had atrial fibrillation (af) and a cardiac tamponade was also noted. A pericardiocentesis was performed and 200ml of fresh blood was evacuated including 150ml reinjected. The physician mentioned the cause of pe was perforation by the guidewire and multiples manipulations of the wire. The patient required prolonged hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.